Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
It was reported that on a patient the unit stopped ventilation but then changed it and the unit was ventilating but had no numeric data on the screen. No injury reported.

Manufacturer narrative:
The infinity acute care system workstation critical care is a patient ventilator that consists of the evita v500 ventilation unit and the infinity c500 medical cockpit. It was reported that only waveforms have been displayed on the screen of the c500 but the display of all other alphanumeric data was missing. As it was also reported initially that the device stopped ventilating a patient, this case was considered to be reportable. However the device log analysis did not indicate any device malfunction connected to the date of event (oct 20th, 2019). All subsequent tests on site did not reveal any problem. Therefore the reported deviation could not be confirmed. In case the cockpit c500 only displays limited information, an ongoing ventilation is still visible on the supplemental oled-display of the ventilation unit v500 where safety relevant parameter as fio2, minute volume or airway pressure are displayed. In the event that the device stops ventilating, the device alarms and the the safety valve is opened allowing spontaneous breathing of the patient.